Manufacturer narrative:
This report is submitted on may 12, 2021.

Manufacturer narrative:
This report is submitted on 06 april 2021.

Event description:
Per the clinic, the patient was hospitalized to treat the infection and was subsequently explanted on (B)(6) 2021 due to infection. Reimplantation is planned but had not taken place at the time of this report.